Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had reoccuring motor errors, the insulin pump would also rewound several times. The customer's blood glucose level was unknown. The customer will be contacted for further information. The insulin pump will not be returned for analysis.